Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Event description:
It was reported that there was noise with oversensing and approximately two seconds of pacing inhibition associated with the right ventricular (rv) lead. The noise was not reproducible. It was determined that the rv lead was fractured and it was successfully explanted and replaced. No additional adverse patient effects were reported.